Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Unknown date in approximately (B)(6) 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm ti helical blade 90mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2016 due to non-union. The patient was initially implanted on an unknown date during approximately (B)(6) 2016 with a trochanteric fixation nail (tfn) system. Non-union was discovered on an unknown date and the surgeon opted to revise the patient's left hip to a hip replacement. It is unknown if the revision was a total or partial hip replacement. Revision surgery was performed on (B)(6) 2016 and the tfn system was removed intact and without difficulty. The patient was revised with a competitor's hip replacement implants. There was no surgical delay and the procedure was successfully completed. The cause of the nonunion is unknown. The patient's post-operative condition was reportedly stable. This report is 2 of 3 for (B)(4).